Event description:
It was reported that during hospitalization, the pt suffered a stroke. The pt was moved to the intensive care unit (ICU) and was intubated stat. A CT revealed a large hemorrhagic bleed. The pt's condition worsened and the pt died the next day. It is unknown if the pt's outcome was related to device.

Event description:
The pt with a history of hypertension and peripheral vascular disease. Pt has a 90% stenosis of the left common carotid and 95% stenosis of the left internal carotid; the right ica is occluded. In 2004, one stent was placed in the left common and on in the left internal carotid arteries. No device or procedural complications were reported. Approx 12 hrs post-stenting the pt fell when trying to get out of hosp bed; pt stated that they forgot they had a foley catheter and their legs felt weak. Initially pt stated they felt alright, with no add'l weakness in upper or lower extremities relative to baseline. By 06.00am in 2004, the pt had slipped into a coma. The pt was moved to the ICU, intubated, and hat a stat CT, which revealed a large left hematoma with herniation and severe shift to the right. Pt was not a surgical candidate. It was determined that the pt has irreversible cns damage and no chance for recovery. The family asked that the pt be put on do not resuscitate (dnr) status. The pt's condition worsened and the pt died in 2004.